Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead was capped and replaced on (B)(6) 2018 during an unrelated procedure. The lead had exhibited lead noise in the past which resulted in inappropriate mode switches. The patient was never symptomatic as a result. The procedure was completed without complication and the patient was stable throughout and after.